Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. After replacing the batteries, the screen stays blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/31/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/18/2014 with the following findings: a review of the pump history showed multiple call service alarms on 11/10/2013 related to the complaint. During testing, the pump powered on in accordance with normal operation. The display was fully functional and fully illuminated with no visible signs of fading or discoloration. The pump case was removed and no evidence of moisture contamination was found inside the pump. The complaint that the display was blank was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.